Event description:
Information was received indicating that a smiths medical pump was presenting with a cassette not properly attached error. There were no reported adverse events due to this issue.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the cassette not attached properly error was able to be replicated. This was determined to be caused by fluid ingression and the dso sensor was not operating as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.